Event description:
I found out on friday, (B)(6) 2019, that I can't see a medtronic rep to reprogram my spinal cord stimulator (implant date (B)(6) 2019) without seeing my pain dr at (B)(6) pain clinic in (B)(6). Since I owe money to the (B)(6) from the surgery (I owe (B)(6); my insurance paid (B)(6) towards the (B)(6) surgery; and the rest must be from deductible at the beginning of the year). I was told to choose, see the nurse to get the pain medication refills or see medtronic rep. So, I have a device for which I can get no support to make it work. I feel taken advantage of and disappointed that I cannot get the device reprogrammed, so I shut off on friday. I called medtronic today, and I was told that to see a rep. I would need to switch dr, they sent me a list of drs that they use (seems fishy to me that I have to choose of the ones that they named). Other spinal cord stimulator pts in my support group told me that their rep meets them in any public place of their choosing. I was told by (B)(4) at medtronic today that those pts are liars and that I have to see the medtronic rep at the dr's office. If the pain clinic would have told me that I have access to medtronic reps if, and only if, I'm currently on my account, then I wouldn't have gotten the surgery. I will need more reprogramming to get this device to work. It's a process, the stimulator doesn't work great out of the box. But, if I'm unable to get the reprogramming necessary to make the device work, then this device is absolutely useless. Other pts need to be warned that this could happen to them. FDA safety report ID# (B)(4).